Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not operate at all was not confirmed. Therefore, an assignable root cause for the reportable condition was not determined. However, during evaluation it was determined that the device ran in a locked position. The assignable root cause resulting from failures identified during evaluation was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the hose of the motor device did not operate at all. During in-house service and evaluation, it was observed that the device ran in a locked position, device had hose damage(excluding rupture), was loose and had use error/misuse. It was further reported that the device failed pretest for visual assessment, hose verification, loctite verification and safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.